Manufacturer narrative:
No abnormal trends were identified over the past 90 days for the problem causing part identified by the field service engineer. There have been no other issues of the same nature at the customer site within the past 12 months.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for gluc3 glucose hk (glu) on a cobas 6000 c (501) module - c501. The erroneous result was not reported outside of the laboratory. The customer noted that they have been having ongoing issues with questionable sample results. The sample was processed at an off-site facility. The sample was then aliquoted at the customer site using an mpa pre-analytics system. A full chemistry panel was ordered for the sample. Once the first set of results were generated, the primary sample tube was then pulled and manually loaded onto the c501 analyzer for repeat testing. A discrepancy was only noticed with the glu value. The sample initially resulted with a glu value of 16 mg/dl and repeated as 276 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The glu reagent lot number is 21726101, with an expiration date of 05/31/2018. The field service engineer determined that the rinse head aspiration was not sufficient. A squeegee on the aspirator was out of position. The cell blank volume was too low and was changing. The gear pump pressure was also low. He added bleach to the vacuum waste vessels in order to increase aspiration pressure. He re-positioned the squeegee, cleaned a valve, and adjusted the gear pump pressure. He ran precision studies.